Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. A device history record review could not be completed as the product lot number was not provided. No root cause could be determined as the complaint could not be confirmed.

Event description:
It was reported there was a problem with the cassette where the peristaltic tube was stuck together. The green spring was still functioning, but the tube was not opening. It was further reported that two weeks ago, there was a faulty cassette that was leaking from its bladder. No patient injury was reported.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any MDR reports associated with it.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report is no longer considered reportable, please disregard any MDR reports associated with it.